Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced reduced heart rate and resultant fatigue. It was also reported that the right ventricular (rv) lead exhibited no capture, intermittent capture, a lead impedance warning for high / spike in impedance, polarity switch, noise, short v-v intervals, undersensing and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.